Manufacturer narrative:
A review of the image files showed that results visually appeared as reported by the echo. However, bubbles were observed in some wells. The customer repeated testing with a new lot of antibody screening cells. Positive results were obtained which were consistent with the patients antibody history of having anti-k and anti-s. The customer was made aware of technical communication (B)(4) regarding liquid level detection and that the presence of bubbles may cause the sample or reagent to be pipetted incorrectly leading to unexpected negative interpretations. The instrument is operating according to specifications. An immucor field service engineer performed the unexpected reaction checklist. The residual volume was at the lower range and was adjusted. Qc and the patient sample resulted as expected when testing was performed with the initial lot of antibody screening cells. The instrument is performing according to specifications.

Event description:
A customer reported obtaining unexpected results on galileo echo (B)(4).